Event description:
The lay user/pt contacted lifescan customer service in 2009 alleging that he received treatment from the emergency medical services and ER as a result of his one touch ultramini meter reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. This complaint is being classified based on the information documented by customer service. The pt reported 2 incidents that occurred on 2 different days (two days prior and the following day) that involved the emergency medical services. On april 2, 2009, the pt obtained blood glucose results of "41, 50, and 58 mg/dl" from 5:54 - 6:12pm. After these tests, the pt drank orange juice and took his medications (unspecified type/dose): it was noted that the pt takes oral diabetes medications and self adjusts his insulin dosages but his regimen was not specified. He then tested again at 6:28pm and got "276 mg/dl." It is unk if the pt was symptomatic at the time of these tests. At 7pm, the pt obtained a "40 mg/cl" and then drank juice. He claimed that 3 minutes after this test, he became shaky dizzy, and had "cotton mouth." He also took unspecified dosages of metformin and glyburide pills at this time. At 7:08pm, he got "267 mg/dl" after eating. At 7:45pm, the pt got "58 mg/dl" and called the emergency medical services. The pt was treated with food and was taken to the ER. Twenty mins after the "58 mg/dl" test (at 8:05pm), the pt obtained 248 mg/dl" on a health care professional's meter and then an hour later, he got "268 mg/dl" from another device. It is unk when the pt was released from the ER. The next day at 4:30am, the pt obtained "466 mg/dl" forearm sample) on the subject meter. He then took his insulin and pills (20 units novolin r, "regular" dose for fast acting, 20 units of lantus, 5 mg glucotrol, and 500 mg metformin). He claimed that at 7am (2.5 hours after the "466 mg/dl" test), the pt felt dizzy, weak, pale, and not coherent. He ate food to bring his blood glucose levels up but felt that the blood glucose levels kept on dropping. The pt was taken to the ER at 8:30am and his blood glucose level was "35 mg/dl" on the ER meter. The ER treatment was not noted. Based on the provided information at this time, there is insufficient information to suggest that the product contributed to the pt's injury the day of first incident. However, this complaint is being reported because of the following day incident: the pt allegedly became hypoglycemic after obtaining alleged inaccurate high meter readings. The pt received treatment from the emergency medical services and from the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.